Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was leaking from the patient line. Customer's blood glucose level was 160 mg/dl. Additionally it was reported that during the load fill tubing sequence more insulin was used than normal. A supply change was performed to address the issues.